Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform the occlusion and the excessive no delivery test due to motor error alarm. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus or basal delivery. The device was not exposed to a magnetic field. Motor error occurred 1 time in the last 30 days. Customer does not use the sensor feature and was able to complete the rewind sequence. The insulin pump was replaced and returned for analysis.